Manufacturer narrative:
The meter was returned and investigated with returned test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on receiving a reading of 211 mg/dl on her adc blood glucose meter which was higher than she felt. Customer did not experience any symptoms and self-treated with 13 units of insulin (type unspecified). It was further reported the customer subsequently experienced a loss of consciousness and her father called the paramedics. Upon their arrival, customer was diagnosed with hypoglycemia, provided unspecified intravenous treatment, and advised to "reduce insulin dosage". Per the reported loss of consciousness and the advice of the paramedic, it is presumed the customer was administered glucose. There was no report of death or permanent injury associated with this event.